Event description:
Respiratory therapist attempted to suction pt and was unable to get the suction catheter through the trach tube. Called for rt supervisor who also attempted and was unable to pass the catheter through. Supervisor deflated cuff, attempted repositioning without success - pt pressure was 70-80 and was not getting set tidal volume. Tube was removed and 8mm new tube inserted and bagging pt with 100% o2. In between, the pt went pulseless and a code blue was initiated. Md's responded and reintubation was attempted. Code blue protocol followed, but unsuccessful. Pt pronounced dead by house md.